Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an increase in charging frequency. The patient programmer displayed the 'low battery' warning three hours after charging the ipg. The patient stated having lost weight. Subsequently, surgical intervention was undertaken to explant and replace the entire system. Leads have been reported under reference MFR. Report: 1627487-2015-06366.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.